Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to a handling issue (i.e. Application of negative pressure before device introduction). It should be noted that the corresponding IFU warns the user to not apply vacuum prior to introduction of the stent system.

Event description:
The pk papyrus covered stent system was selected for use. Treated was a perforation as a result of aggressive post dilatation. After device introduction the stent dislodged from the balloon and was not able to be retrieved. On investigation, it was found that the pk papyrus was prepared incorrectly by applying negative pressure to the system prior to stent placement.